Manufacturer narrative:
The reported inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified that the set screw hex cavity was found to be stripped, thus preventing full engagement by a torque driver to loosen the set screw. The cause of the damage remains undetermined.

Event description:
It was reported that during a generator change procedure, the lead pin was stuck in the device. The physician was unable to turn, loosen or remove the set screw to free the lead from the header. Three different screwdrivers were used and the physician tried tugging and pricking away with a needle but was not successful. The connector portion of the lead that could not be freed from the old device header was cut and capped. Towards the end of the procedure, the patient's old lead that had been previously abandoned due to oversensing was connected to the new device. Other leads were connected to the new device successfully. The pocket was closed. The patient was stable before, during and after the procedure.